Event description:
The customer reported that the unit shuts down while on patient. The customer reported that there was no patient harm. The service technician replaced the power supply to correct the reported problem. Applicable final testing was completed and tests passed per operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.